Manufacturer narrative:
Attempts to get patient information yielded no response.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device restart while in use. No patient harm reported.